Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent a battery replacement procedure and was doing well post operatively. The explanted device was disposed by the facility.